Event description:
The affiliate reported the customer alleged falsely elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and calibrator. An initial result of 20.1 ng/ml was obtained. Subsequent analyses of the same sample, on the same instrument, produced lower results of 0.002 ng/ml and 0.004 ng/ml within the normal reference range. The elevated result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated calibration, system check, and quality control (qc) were within the acceptable specifications. No system or assay related issues were noted. The patient¿s sample was collected in a 5 ml lithium heparin tube and centrifuged at 3,500 rpm (rotations per minute) at room temperature. The sample was normal in appearance.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. There is no indication the access accutni device was returned for evaluation. A definitive cause of the incident is unknown.